Event description:
Customer reported device=289 mg/dl. Customer felt dizzy, had a headache, and blurred vision. Family member took customer to hosp. Hosp device=152 mg/dl. Customer was treated with a shot and medication prior to being released and sent home. No controls. A request was made for return product and replacement product was sent.